Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("unspecified inflammatory disease of female pelvic organs"), uterine perforation ("perforation"), fallopian tube perforation ("perforation"), genital haemorrhage ("abnormal bleeding") and endometriosis ("endometriosis of pelvic peritoneum") in a (B)(6) female patient who had essure (batch no. 927074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia and cervix carcinoma. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal, mononeuritis of lower limb and vulvovaginitis. On (B)(6) 2012, the patient had essure inserted. In 2012, 3 months 5 days after insertion of essure, the patient experienced endometriosis (seriousness criterion medically significant), bladder disorder ("bladder disorder") and infection ("infections"). In 2012, the patient experienced hypersensitivity ("allergic reaction"). In 2012, the patient experienced dyspareunia ("dyspareunia"), urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("hormonal changes: depressed due to being in constant pain"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). In 2013, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced anxiety ("anxiety"). In 2017, the patient experienced genital hypoaesthesia ("vaginal and labial numbness ") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), migraine ("migraines"), back pain ("back pain"), hypoaesthesia ("pelvic numbness") and temporomandibular joint syndrome ("tmj"). The patient was treated with anovlar (microgestin), surgery (total hysterectomy and bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. In 2016, the infection had resolved. At the time of the report, the pelvic inflammatory disease, uterine perforation, female sexual dysfunction, allergy to metals, genital hypoaesthesia, menstruation irregular, abdominal distension, migraine, back pain and temporomandibular joint syndrome outcome was unknown, the genital haemorrhage, hypersensitivity, bladder disorder, urinary tract disorder, alopecia and vaginal discharge had resolved, the endometriosis, dyspareunia, depression and anxiety had not resolved and the dysmenorrhoea, fatigue, nausea and weight increased was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, genital hypoaesthesia, hypersensitivity, hypoaesthesia, infection, menstruation irregular, migraine, nausea, pelvic inflammatory disease, temporomandibular joint syndrome, urinary tract disorder, uterine perforation, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pregnancy test - on an unknown date: (B)(6). Ultrasound was performed and proper placement was confirmed. On (B)(6) 2012: an ultrasound was performed and proper placement was confirmed. Concerning the injuries reported in this case, the following one/ones were reported via medical records: dyspareunia, pelvic pain, dysmenorrhea, endometriosis of pelvic; peritoneum, lower back, vaginal and labial numbness and pelvic inflammatory diseases.¿ most recent follow-up information incorporated above includes: on 4-sep-2018: pfs and medical record received.. New reporters added and reporter information added. Plaintiff demographics added. Updated suspect drug indication and implant date. Product lot no. And explanted date added. Event severe and permanent injuries replace with abnormal bleeding , allergic reaction, dyspareunia, apareunia, bladder disorder, urinary tract disorder, dysmenorrhea, fatigue, hair loss, hormonal changes: depressed due to being in constant pain, infections, nausea, nickel allergy, severe and persistent abdominal pain, pelvic pain, tmj, anxiety, vaginal discharge, weight gain, endometriosis of pelvic peritoneum, labial numbness / pelvic numbness, irregular periods, perforation, bloating,unspecified inflammatory disease of female pelvic organs, migraines and back pain added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("unspecified inflammatory disease of female pelvic organs"), uterine perforation ("perforation"), fallopian tube perforation ("perforation"), genital haemorrhage ("abnormal bleeding") and endometriosis ("endometriosis of pelvic peritoneum") in a 28-year-old female patient who had essure (batch no. 927074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia repair and cervix carcinoma. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, mononeuritis of lower limb and vulvovaginitis. On (B)(6) 2012, the patient had essure inserted. In 2012, 3 months 5 days after insertion of essure, the patient experienced endometriosis (seriousness criterion medically significant), bladder disorder ("bladder disorder") and infection ("infections"). In 2012, the patient experienced hypersensitivity ("allergic reaction"). In 2012, the patient experienced dyspareunia ("dyspareunia"), urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("hormonal changes: depressed due to being in constant pain"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). In 2013, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced anxiety ("anxiety"). In 2017, the patient experienced genital hypoaesthesia ("vaginal and labial numbness ") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), migraine ("migraines"), back pain ("back pain"), hypoaesthesia ("pelvic numbness") and temporomandibular joint syndrome ("tmj"). The patient was treated with anovlar (microgastrinae), surgery (total hysterectomy and bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. In 2016, the infection had resolved. At the time of the report, the pelvic inflammatory disease, uterine perforation, female sexual dysfunction, allergy to metals, genital hypoaesthesia, menstruation irregular, abdominal distension, migraine, back pain and temporomandibular joint syndrome outcome was unknown, the genital haemorrhage, hypersensitivity, bladder disorder, urinary tract disorder, alopecia and vaginal discharge had resolved, the endometriosis, dyspareunia, depression and anxiety had not resolved and the dysmenorrhoea, fatigue, nausea and weight increased was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, genital hypoaesthesia, hypersensitivity, hypoaesthesia, infection, menstruation irregular, migraine, nausea, pelvic inflammatory disease, temporomandibular joint syndrome, urinary tract disorder, uterine perforation, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Pregnancy test - on an unknown date: negative ultrasound was performed and proper placement was confirmed. (B)(6) 2012: an ultrasound was performed and proper placement was confirmed. Concerning the injuries reported in this case, the following one/ones were reported via medical records: dyspareunia, pelvic pain, dysmenorrhea, endometriosis of pelvic; peritoneum, lower back, vaginal and labial numbness and pelvic inflammatory diseases.¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('unspecified inflammatory disease of female pelvic organs'), uterine perforation ('perforation'), fallopian tube perforation ('perforation') and genital haemorrhage ('abnormal bleeding') in a 28-year-old female patient who had essure (batch no. 927074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair and cervix carcinoma. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, mononeuritis of lower limb and vulvovaginitis. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("dyspareunia"), urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("hormonal changes: depressed due to being in constant pain"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"), 3 months 5 days after insertion of essure. In 2012, the patient experienced hypersensitivity ("allergic reaction"). In 2012, the patient experienced endometriosis ("endometriosis of pelvic peritoneum"), bladder disorder ("bladder disorder") and infection ("infections"). On (B)(6)2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). In 2013, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced anxiety ("anxiety"). In 2017, the patient experienced genital hypoaesthesia ("vaginal and labial numbness ") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), migraine ("migraines"), back pain ("back pain"), hypoaesthesia ("pelvic numbness"), temporomandibular joint syndrome ("tmj") and device dislocation ("device migration"). The patient was treated with ethinylestradiol;norethisterone acetate (microgestin) and surgery (ablation, total hysterectomy and bilateral salpingectomy and ablation). Essure was removed on (B)(6)2016. In 2016, the infection had resolved. At the time of the report, the pelvic inflammatory disease, uterine perforation, female sexual dysfunction, allergy to metals, genital hypoaesthesia, menstruation irregular, abdominal distension, migraine, back pain, temporomandibular joint syndrome and device dislocation outcome was unknown, the genital haemorrhage, hypersensitivity, bladder disorder, urinary tract disorder, alopecia and vaginal discharge had resolved, the endometriosis, dyspareunia, depression and anxiety had not resolved and the dysmenorrhoea, fatigue, nausea and weight increased was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, genital hypoaesthesia, hypersensitivity, hypoaesthesia, infection, menstruation irregular, migraine, nausea, pelvic inflammatory disease, temporomandibular joint syndrome, urinary tract disorder, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6)2012 (per pif) discrepancy noted date(s) of removal: (B)(6)2016 (per pif) discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Pregnancy test - on an unknown date: results: negative. Ultrasound was performed and proper placement was confirmed. (B)(6)2012: an ultrasound was performed and proper placement was confirmed. Concerning the injuries reported in this case, the following one/ones were reported via medical records: dyspareunia, pelvic pain, dysmenorrhea, endometriosis of pelvic; peritoneum, lower back, vaginal and labial numbness and pelvic inflammatory diseases.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('unspecified inflammatory disease of female pelvic organs'), uterine perforation ('perforation'), fallopian tube perforation ('perforation') and genital haemorrhage ('abnormal bleeding') in a 28-year-old female patient who had essure (batch no. 927074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair and cervix carcinoma. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, mononeuritis of lower limb and vulvovaginitis. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("dyspareunia"), urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("hormonal changes: depressed due to being in constant pain"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"), 3 months 5 days after insertion of essure. In 2012, the patient experienced hypersensitivity ("allergic reaction"). In 2012, the patient experienced endometriosis ("endometriosis of pelvic peritoneum"), bladder disorder ("bladder disorder") and infection ("infections"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). In 2013, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced anxiety ("anxiety"). In 2017, the patient experienced genital hypoaesthesia ("vaginal and labial numbness ") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), migraine ("migraines"), back pain ("back pain"), hypoaesthesia ("pelvic numbness"), temporomandibular joint syndrome ("tmj") and device dislocation ("device migration"). The patient was treated with ethinylestradiol;norethisterone acetate (microgestin) and surgery (ablation, total hysterectomy and bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2016. In 2016, the infection had resolved. At the time of the report, the pelvic inflammatory disease, uterine perforation, female sexual dysfunction, allergy to metals, genital hypoaesthesia, menstruation irregular, abdominal distension, migraine, back pain, temporomandibular joint syndrome and device dislocation outcome was unknown, the genital haemorrhage, hypersensitivity, bladder disorder, urinary tract disorder, alopecia and vaginal discharge had resolved, the endometriosis, dyspareunia, depression and anxiety had not resolved and the dysmenorrhoea, fatigue, nausea and weight increased was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, genital hypoaesthesia, hypersensitivity, hypoaesthesia, infection, menstruation irregular, migraine, nausea, pelvic inflammatory disease, temporomandibular joint syndrome, urinary tract disorder, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 (per pif) discrepancy noted date(s) of removal: (B)(6) 2016 (per pif) discrepancy noted . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Pregnancy test - on an unknown date: results: negative. Ultrasound was performed and proper placement was confirmed. (B)(6) 2012: an ultrasound was performed and proper placement was confirmed. Concerning the injuries reported in this case, the following one/ones were reported via medical records: dyspareunia, pelvic pain, dysmenorrhea, endometriosis of pelvic; peritoneum, lower back, vaginal and labial numbness and pelvic inflammatory diseases.¿ most recent follow-up information incorporated above includes: on 28-jan-2020: pif received- new event migration and and endometrial ablation were added. On 28-jan-2020: pif received- no new clinical information. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.